Event description:
It was reported that upon interrogation, all of the vt/vf and other episodes were not displayed, instead they all stated "egm is invalid." Diagnostics were available for some but not all of the episodes. It was recommended that egm anomalies and collecting session records be reviewed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).